Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error. Customer's blood glucose reading was 160 mg/dl. Customer declined to troubleshoot for the no delivery alert. Pump is being replaced due to motor error. Nothing further reported.